Event description:
In a case of 10 boxes (of 100 gloves) of karat vinyl examination gloves (ordered online from walmart.com) many of the boxes contained some gloves that were soiled or contaminated with an ugly, dark brown substance. At first, I started throwing away each such box, but then I decided to keep some of those boxes in case someone wants to inspect or test them. They were made in china. Karat; distributed by (B)(4).